Manufacturer narrative:
Added to b5 there was no patient involvement, patient code updated.******************************************************************************

Event description:
There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Service determined that the proximate causes of the issues noted were: 1. Bezel assembly replacement is due to the being recall affected. 2. Resolder on. Logic board needed for power. The following was performed on the device: 1. Lvp bezel post recall group completed. 2. Resolder on logic board.

Event description:
The device was found to have a damage component.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected, resolder u1 on logic board due to no power.there was no reported patient involvement.the device is used for therapeutic purposes.